Manufacturer narrative:
Additional information: the surgeon indicates this is a case of tass. Reportedly, the surgeon suspects the viscoelastic used (reported as 2% hpmc) may have been a contributing factor. In addition, the surgeon found a fissure in the autoclave and believes there was a problem with the sterilization process of the surgical tools used. The autoclave instruments used could have been the cause of the event. The lens was returned dry in the lens case/vial. Visual inspection found that the haptic was broken. Patient code 1835 previously reported does not apply. Additional patient code 3191: no code available (tass) method code 3331, device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, diopter -2.0 into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to culture-negative endophthalmitis. Intra-cameral antibiotics were administered to the patient. The patient is "ok right now" and did not want additional replacement lens. The cause of the event is reported as unknown.